Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia on (B)(6) 2025 and patient was then admitted to intensive care unit (ICU). Patient got treated with intravenous (IV) and fluids of saline and insulin. Blood glucose level was 600 mg/dl at the time of the event and was caused by bent cannula. The patient also took bolus via pump to resolve blood glucose issue. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. Patient has not been released yet. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6003409 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent/kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003409 was manufactured according to the wi version 107 manufactured in the line 7, on 26/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6003409 and twelve other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.